Event description:
The service report shows while servicing the device for a separate problem, he noted that there was intermittent no alarm on power up. The nellcor puritan-bennett customer support engineer (npb cse) verified the intermittent no alarm. The npb cse inspected the device and replaced the alarm and power switch. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.

Manufacturer narrative:
According to evr-19980074; final conclusion states: it has been determined that the main power switch, audio alarm and enhanced keyboard passed all testing. A systematic review and investigation for cause of this issue has been completed. The root cause has not been identified and is not expected to be identified. No corrective action is recommended at this time since the failure could not be duplicated. The parts were evaluated in the eval lab and found to function as designed.